Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl while wearing the pod for an unknown duration. The reporter stated that the pod was properly adhered to the skin, but the cannula was not inserted into the skin, it was deployed but not properly inserted.